Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box showed three call service 064 alarms and insulin deliveries were never resumed. During the load step the motor did not move and a call service 064 alarm was duplicated. Further investigation steps could not be performed due to the recurring alarm. The pump cover was removed to find the motor assembly frozen after inspection. A mechanical assembly fault was concluded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl while off the insulin pump due to a call service alarm issue. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings. Reportedly, the patient discontinued the insulin pump due to recurring call service (cs 064) alarms during the rewind/load step. This complaint is being reported because the patient allegedly experienced hyperglycemia while off the insulin pump due to a call service alarm malfunction.